Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv4016 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported, "at 09:00 on (B)(6), 2022, the patient complained of swelling and pain around the place where the PICC catheter was placed. There was no redness and slight swelling on the skin, and there was no blood or exudate at the puncture site. The chest x-ray showed that the tip of the catheter was at the t8 level, and the color doppler ultrasound showed no thrombus. After the infusion of the chemotherapy drug albumin paclitaxel, the patient still complained of pain in the upper arm on the side where the PICC was placed, and the upper arm was slightly swollen near the cubital fossa, and the subsequent carboplatin treatment was stopped. 5.15 the patient still complained of pain in the upper arm on the side of the PICC intubation. The PICC catheter was pulled out by 2 cm and flushed with 0.9% ns. It was found that the liquid leaked from the breach, and it was re-fixed. The chest x-ray showed that the PICC tip was at the t5 level. Suitable for infusion of chemotherapy drugs, to remove the catheter."